Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that it has a pads issue. The fse evaluated the device and the customer process. Fse checked system. Operational test passed with test plug. Also, checked with dp7000 AED mode is normal, no bad contacts found. Fse confirmed test cable normal, the device function checked normal, system returned into service, however, it was discovered the user selected the wrong mode of adult instead of child. No device issue found. No further action at this time. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.